Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was going down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was going down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the head actuator needed to be replaced as the head of the bed would drift down. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.